Event description:
A customer contacted beckman coulter, inc. (Bci) regarding erroneously high troponin (accu tni) results that were generated by the access 2 immunoassay system, for two patients. A patient sample was tested for accu tni and a result of 3.38ng/ml was obtained. The sample was re-tested and gave a result of 0.05ng/ml. A sample was drawn from another patient and tested for accu tni and a result of 0.5ng/ml was obtained. This patient sample was re-tested and gave a result of 0.16ng/ml. The erroneous results were not reported outside of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
Sample types were lithium heparin plasma gel tube. Centrifugation occurred for 10 minutes at room temperature, speed was not supplied.samples were tested within the recommended time frame of two hours at room temperature. Qc was in range prior to and following the event. Based on available information, the customer called on 9/10/2007, regarding erratic qc. System checks performed two times in 2007 (prior to the event) met specifications. There were no flags associated with the results and no issues were reported with any other assays. A field service engineer (fse) was dispatched to the customer lab on the second day: the fse verified passing system checks. The fse verified ultrasonics, mixing, pipettor and alignments. The fse performed volume checks and replaced the substrate probe after observing that the substrate probe had slight splashing on one vessel. The fse also performed a precision testing and ran qc. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.